Event description:
It was reported that black particulate matter was observed inside the product pouch of an enterprise tsunagu set cap kit. This was observed prior peritoneal dialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information:(B)(4). Upon further review the cause of the particulate matter was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated in order to investigate the reported problem. A visual inspection identified black particulate matter which was approximately 2mm2 on the uv flash disconnect cap assembly pouch. The reported problem was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was undetermined. There is a CAPA open to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.